Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion test, prime/a33 test and displacement tests. The insulin pump has cracked case at display window corners, reservoir tube lip and battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error during priming. Customer's blood glucose was 325 mg/dl. Customer stated has not treated yet due to she's at conference and did not have her pen. Customer declined to troubleshoot. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.